Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Pt reported the lap-band device allegedly "not holding fluid and infection." The device was removed without replacement. The problem was first noticed when the pt went in for an adjustment fill and reported feeling no restriction. During this consultation, the explant surgeon tried to remove the existing saline from the device but there was less fluid than the surgeon's notes indicated. Later, the pt reported an infection. The surgeon removed the device without replacement.